Event description:
It was reported that while the ventilator was connected to a pt it generated two technical error codes. One code indicated disabled valves and the other an internal memory error. The event occurred at the same time as the nebulization was started. The ventilator was replaced. There was no pt harm. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).